Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2212074. D.4. Medical device expiration date: 30-nov-2027. H.4. Device manufacture date: 05-dec-2022. D.4. Medical device lot #: 2205038. D.4. Medical device expiration date: 30-apr-2027. H.4. Device manufacture date: 27-apr-2022.

Event description:
It was reported that 2 of the bd plastipak¿ syringe experienced leakage. This report is for patient 1 of 2. The following information was provided by the initial reporter, translated from french to english: the device is used for chemotherapy but the seals are loose, the product is leaking / the device is not working. The chemo products have therefore leaked on the 2 preparers twice.

Event description:
It was reported that 2 of the bd plastipak¿ syringe experienced leakage. This report is for patient 1 of 2. The following information was provided by the initial reporter, translated from french to english: the device is used for chemotherapy but the seals are loose, the product is leaking / the device is not working. The chemo products have therefore leaked on the 2 preparers twice.

Manufacturer narrative:
H6: investigation summary no sample or photo received by our quality team for investigation. A device history review was performed for lot 2212074, 2205038 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lots were evaluated. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.